Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/ tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/ retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this lead, following 30 helix rotations, the helix mechanism was released however the physician elected to not use the lead and return it for analysis. No resulting adverse effects were reported.